Event description:
A journal article was submitted for review titled "the resolute onyx drug eluting stent for neurointervention: a technical series". The purpose of this study was to demonstrate the technical nuances and procedural safety of the resolute onyx drug eluting stent (des) for neurointerventional procedures. The primary outcome assessed was technical success of the procedure as well as any periprocedural complications. A total of 38 patients underwent stenting with a resolute onyx des as part of this study. The resolute onyx stent was used off- label in all cases. In one case, a patient who presented with left hemiparesis and dysarthria underwent a CT angiography (cta) head and neck and CT perfusion (ctp) which revealed vertebrobasilar stenosis. Diagnostic angiography revealed diffuse intracranial vertebrobasilar atherosclerosis. The right vertebral artery was occluded at the level of the foramen magnum with near occlusion of the left vertebral artery at the vertebrobasilar junction. Given the severity of the disease, the patient underwent balloon angioplasty and stenting using 3 resolute onyx des implanted in the distal basilar artery to the distal right vertebral artery to achieve adequate recanalization. Each balloon was inflated to 8 atm to successfully deploy the stent. On post-procedure angiography, the basilar artery was patent with no residual stenosis and significantly improved flow, though the right superior cerebellar artery was occluded. Post-procedure MRI demonstrated diffuse regions of diffusion restriction in the posterior circulation and an expected infarct in the right superior cerebellar artery distribution. The patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Authors: timothy g white, kevin a shah, prateeka koul, thomas link, amir r dehdashti, jeffrey m katz, athos patsalides, henry h woo journal name: interventional neuroradiology year:2022 issue #: title of article: the resolute onyx drug eluting stent for neurointervention: a technical series literature reference: doi: 10.1177/15910199221084398. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.